Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. The bd service communicated with the customer and obtained the logs. Bd service confirmed that the instrument is working without any errors. This is an unconfirmed failure of the bd product as the issue. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6)2013. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "suspected false positive."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "suspected false positive".